Event description:
It was reported that the user experienced a loss of dexcom g7 cgm readings to the ilet, characterized as cgm signal loss to the ilet with subsequent restoration after the user reentered the pairing code. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and education provided to the user regarding cgm pairing and connectivity. Investigation of this case revealed a transient communication disruption between the dexcom g7 sensor and the ilet that resolved with re-pairing, consistent with known cgm signal loss behavior. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable communication loss without device malfunction.